Event description:
It was reported that during unpackaging and prior to prep, a 3.5x38 rx xience xpedition stent delivery system (sds) was pulled out of its dispenser hoop without issue and the protective sheath was removed without resistance; it was then noted that the stent had dislodged and was found on the table. The device was not used in the patient. Another rx xience xpedition was unpackaged and used to complete the procedure without issue. There was not occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.